Event description:
The pt was scheduled for and received both coronary bypass and aortic valve replacement for stenosis. After completing valve replacement, distal coronary anastomosis and closure of the aorta, the cross clamp was removed and proximal coronary anastomosis was attempted with hs iii proximal seal system 3.8 mm. The aorta measured 28 mm and received a 25 mm replacement valve. The condition of the aorta showed some soft atheroma without calcifications. Three successive hs iii proximal seal system 3.8 mm were attempted, with subsequent tears of the aortic punch site due to the heartstring tension spring failing to extract from the delivery device. Aortic mean pressures throughout the process ranged from 55-94 mmhg until a cross clamp was reapplied to complete the repair of the aorta and anastomosis of the proximal coronary grafts. The torn portion of the aorta was repaired with a combination of pledget 3-0 and 5-0 prolene sutures. The pt had no neurological deficit with no pt effects reported.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).